Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed for infection. This report was created as a result of cpi's return product testing.